Manufacturer narrative:
The t:slim g4 cartridge user guide states: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was not impacted. Reportedly, the customer reloaded a 3 day old cartridge and was able to resume insulin delivery on (B)(6). During troubleshooting with tandem technical support, the customer was able to load a new cartridge successfully and resume insulin delivery.